Manufacturer narrative:
Model number/ catalog number: sc-8216-50, serial number: (B)(4), batch/ lot number: 15696304, model/ catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.